Manufacturer narrative:
The insulin pump was not received stuck in the manufacturing mode. The pump was received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. The pump was received with missing serial number label. The pump also had a minor scratched display window, case and keypad overlay. No damage to belt clip rails was found per visual inspection. The pump was received with cracked case at the battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracked on reservoir compartment,the ring was broken . Customer's blood glucose value was 83 mg/dl at the time of the incident. Customer will return device for analysis.